Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the intended procedure was a therapeutic hystero resection procedure, there were no delays in this event and the procedure was completed with no patient consequences. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, it was observed, the reported issue was not confirmed, no abnormalities were noted. It was noted no issues were found in the device settings and in the light guide cable. It was also noted temperature of the light guide increases due to radiation of heat, if it is used for long hours. The root cause of the reported issue was not identified. This issue is addressed in the instructions for use (IFU): "do not touch the distal end of the endoscope connector of the endoscope, distal end of the light guide connector of the endoscope, distal end of the light guide cable, or output socket of the light source immediately after disconnecting it from the light source because they are extremely hot. Operator or patient injury can result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the visera elite ii video system center was generating too much heat between the light guide cable and the telescope. The customer noted that all the settings have been checked and the light guide cable was correct. Upon inspection of the customer¿s returned device, it was confirmed that the device was generating too much heat between the light guide cable and the telescope. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.